Event description:
Report received of an independent drug concentration change. It was reported that the event occurred, "a long time ago, months to years ago" the pump was programmed to deliver morphine with a concentration of 5mg/ml. The remainder of the pump settings were unspecified. The customer reported that at an unspecified time, the pump independently reverted to a concentration of 1mg/ml. The pt experienced unspecified symptoms, and was transferred to the ICU. The pt required a narcan drip "all day". The pt was not intubated or placed on a ventilator. However, the event prolonged the pt's hosp stay by two days. The customer reported that the pt recovered with no residual effects; there was no reported adverse pt sequela. Though requested, no further info was available.